Event description:
Info received indicates although the battery status led is on when the bed is unplugged, indicating a charge, the battery will discharge within minutes after the bed is unplugged.

Manufacturer narrative:
The tech replaced the battery to repair the bed.